Manufacturer narrative:
The device was not returned for analysis as the clip remains implanted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the compliant history identified no similar incident reported from this lot. Based on information reviewed and without the device to analyze, a definitive cause for the reported unintended movement - clip open while establish final arm angle (efaa), in this incident could not be determined. The reported clip open while locked appears to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening during use. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The mitraclip was advanced to the valve and grasped the leaflets. The first establish final arm angle (efaa) test was performed and passed the test. The lock line was removed and the second efaa was performed again, but the clip opened to approximately 90 degrees. The clip was re-closed and efaa was tested a third time. The clip remained closed, but it settled to around 30 degrees. The physician thought the clip settled more than usual, but the clip was stable on the leaflets. There was a lot of valve tissue inside the clip which could have contributed to the approximately 30 degree settling. The procedure was completed with trace mr grade. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.